Manufacturer narrative:
Findings: reliability analysis valuated 1 opened/used reservoir. Inspected reservoir o rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 5xx pump. Conclusion: reservoir not occluded and does not leaks. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery and a motor error. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that the issue was resolved and that the no delivery was due to a bent cannula. The customer returned the device for analysis.